Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during equipment testing, the transducer prompted a usacquisitionhw_10 error message and at the same time, the image area was not displayed. There was no procedure being performed at the time the reported error occurred; therefore, there was no patient involvement. No additional information was provided.

Manufacturer narrative:
The transducer referenced in this report was returned to siemens for investigation. Visual inspection showed no visible damage on the articulation sleeve area. Engineering performed system test and the reported phenomenon was unable to be reproduced. Additional functional tests were executed and no problem was discovered. It was found that the transducer was performing to its specifications. A review of the device history record (DHR) was performed and there is no information to indicate any non-conformance at the time of manufacturing process. Reference complaint # (B)(4).